Event description:
During "pre" test before surgery, customer tested the handpiece, and observed that the tip alarm activated at the console. After changing the tip, the console plus hand piece functioned well. There was no pt contact.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.